Event description:
It was reported that a patient¿s implantable neurostimulator (ins) only worked for an hour or two per day and then the patient would stop feeling stimulation. The patient keeps the ins on all of the time. It was noted that the patient has had to titrate up as of late. The manufacturing representative ran impedances when she met with the patient and everything looked good. The reference electrodes weren¿t changed and the manufacturing representative didn¿t have therapy impedances (impedance values and battery voltage info was ¿???¿). The patient was not reprogrammed and the battery was ¿okay¿ at the time of the report. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension; product ID 3888-28, lot# l30009, implanted: (B)(6) 1992, product type: lead. (B)(4).